Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The complaint that there were stripes on the display screen was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were stripes on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).